Manufacturer narrative:
One lot number has been provided for the two malfunction and a lot history review was performed. The devices have not been returned to the manufacturer for evaluation; however medical records have been received for both malfunctions, including one medical record with images. One malfunction confirmed patient-device interaction problem and malposition of device, but was inconclusive for detachment of device or device component. One malfunction confirmed, but was inconclusive. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device, detachment of device or device component, and a patient-device interaction problem. This information was received from various sources. The two malfunctions involved two patients with no patient consequences. The two male patients were (B)(6) years of age. One patient was reportedly (B)(6) while the weight of the other patient was not provided.